Event description:
Potential for injury associated with a tdx3base custom power chair where the joystick has an error message "controller not connected". The controller is responsible for many functions and this issue could cause product instability and injure the user.